Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer looked at her pump and reviewed the bolus and found large amounts of insulin that were not related to meal times. The customer's blood glucose reading dropped down to 40 mg/dl. The customer treated with glucose shot. The mother did not have the pump with her and will call back to troubleshoot.